Event description:
The hcp reported the patient was experiencing a return of symptoms. The hcp was questioning if the pump was working properly. The pump failed a rotor study. It was explanted and replaced and returned to the manufacturer for analysis.